Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1290 mg/dl. Troubleshooting was performed, and the time and date was incorrect on the insulin pump. Assisted the nurse with the correct info. Assisted in clearing a battery out limit alarm as well. Reviewed the alarm history, and found multiple failed battery test alarms, as well as a no delivery alarm. The caller could not troubleshoot further, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.